Event description:
During an angioplasty procedure, the .035" j3mm guidewire was advance to the vessel and the physician found kink at the tip. No kink was found when prep. The core wire was exposed out of the coil wire. The second has the same problem. The sample will be returned for evaluation. No pt injury was reported with the event.

Manufacturer narrative:
The resistance was noted during insertion through the catheter and anatomy. Once resistance was noted, the physician tried many times, and then stopped. The catheter was flushed during insertion of the guidewire. After the resistance was noted, the guidewire was removed and inspected, no kinks, but metal wire out. Constant fluoroscopy was maintained on the distal tip during the maneuvering process. During this resistance, the distal tip was not torqued. The 6french was cordis catheter and sheath was a competitor's product. During insertion through the catheter, resistance was noted, however, after the guidewire was removed, the same catheter was utilized to complete the procedure. The catalog and lot number were not available. No issues were noted with cordis catheter. All the products were new. The product was not re-shaped or manipulated in any manner. The distal tip was not torque against any resistance. The distal tip was not placed in a tight lesion were the distal tip may have been trapped, and then torque applied. The distal tip was not pushed against resistance. The distal tip was not over-torqued at any time. The target site was the (lad) left anterior descending artery. The vessel was tortuous, but not calcified. The product was received for analysis , but the assessment has not been completed. Add'l info will be submitted within 30 days upon receipt.